Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device became nonresponsive after the user wore it while boating and the device was submerged in water, after which a replacement was provided and the original was pending return. Symptoms included no reported impact to blood glucose, and the user was maintained on backup therapy. Outcomes included no injury and no hospitalization. Investigation included follow-up with the user to arrange return and verification of device identifiers. Investigation of this device revealed device damage consistent with water exposure, consistent with a damaged housing or screen and loss of function following liquid ingress.